Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-01790. It was reported during a permanent implant procedure, the physician experienced difficulty implanting the leads due to stenosis. As a result, the procedure was extended 3.5 hours. The case was completed without further incident.